Manufacturer narrative:
Device used for treatment not diagnosis. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction internal fixation (orif) procedure was performed on (B)(6) 2014, to remove implants as a result of a non-union. Patient had a bone graft and a new orif. There was an extended operative time delay which was greater than 14 minutes but less than 30 minutes; exact time was not reported. Patient outcome was good post procedure. This is 2 of 6 report for (B)(4).